Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The icp monitor (ID 826634) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: b4, d9, g3, h1, h10, h11. Follow up report to include "related report number" (B)(4).

Event description:
N/a

Event description:
Medwatch: (B)(4). "An icp express monitor failed within two (2) hours of placement. The device gave an error message of "transducer not detected," and icp express stopped displaying an icp reading. Biomed worked with the unit to troubleshoot the issue, but the monitor was no longer functional." "What was the original intended procedure? : monitoring of intracranial pressure (icp)". "What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.